Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) due to errors 32056 and 48100. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm2) repeatedly faulted. A power cycle was performed, with no change. The customer disabled usm2 to continue with the procedure. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed and system logs showed multiple errors (32056, 1123, 1173, 32058, 1008, 48100) indicating initialization and communication issues with the axes controller, carriage (acc) and i2c devices on usm2, confirming the fault occurred in the field. A visual inspection found no issues related to the event. When tested on a golden system and patient side cart fixture test platform, the usm functioned as expected and passed all tests. Further inspection of the instrument sterile adapter printed circuit assembly and axes controller spar printed circuit assembly revealed no faults. The complaint was confirmed based on the field evaluation but was not replicated in the failure analysis. The probable root cause in this case can be attributed to the instrument sterile adapter printed circuit assembly and axes controller spar printed circuit assembly. This issue was resolved by replacing the usm.